Event description:
It has been reported to philips that the system was stuck. No harm has been reported to philips. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was stuck. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.